Event description:
Dealer called stating that the base of the 78527 quad cane was allegedly bent and damaged when removed from the box. Being replaced on warranty order #(B)(4). The malfunction has not been confirmed.